Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser will not work above 900mw and the laser turns off and icon grays out. Additional information received from the customer indicating the event occurred before the laser procedure. The laser indirect ophthalmoscope was switched out to proceed with surgery. There was no patient impact.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. However, the laser indirect ophthalmoscope (lio) (which does not belong to the system) was replaced. After the replacement, the system was then tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 2, 2009. Based on qa assessment, the product met specifications at the time of release. The system met specification. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).